Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy procedure, the device was difficult to toggle. The first on the vaginal cuff, became disengaged and was removed from the patient with laparoscopic instruments. The second, pulled through the trocar, fell into the patient. They used x-ray as a means to find it, but did not. Which caused the surgical time to be extended for more than 30 minutes. The needle could not be located. Patient status is listed as alive with injury.